Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions of the device not locking the blades properly and blade coming loose were not confirmed. However, during evaluation, it was observed that the unit came apart, would not oscillate, the pin came off of the positioning ring and the needle bearings was corroded. This issue was escalated to a CAPA. The assignable root cause was determined to be due to inadequate design and manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the saw attachment device did not lock the blades properly and the blade came loose. During an in-house engineering evaluation, it was observed that the unit came apart, would not oscillate, the pin came off of the positioning ring and the needle bearing was corrded. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly